Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced tape not sticking event on 19-feb-2026,leads to high blood glucose. No further information available.